Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented to the emergency department (ed) with an acute onset of shortness of breath and acute renal failure. The patient was admitted to the intensive care unit (ICU) where a pulmonary artery catheter (pac) was placed and dopamine and levophed were initiated for pressure support. The pump parameters reportedly remained within the patient's baseline. An echocardiogram (echo) was performed by the hospital and the pump speed was increased from 9200 rpm to 10200 rpm with no changes in pump parameter noted. The echo showed some doppler flow into the pump inlet. The hospital reportedly did not have plans to escalate the patient's care at the time.

Manufacturer narrative:
Additional information submitted by the vad coordinator indicated that the patient expired due to multi-organ system failure and that the patient's pump was not available to be returned to the manufacturer for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.